Event description:
During procedure, the bottom of an arthroscopic scissors broke in right knee joint. The c-arm was used to locate broken piece. An additional incision was made to retrieve broken piece. Surgeon removed broken instrument piece from right knee joint. Instrument was tested prior to placing in knee joint. Instrument opened and closed without difficulty.